Event description:
It was reported that attempts to interrogate the pulse generator resulted in the message error in pacemaker software has occurred. In march, battery impedance was 9.5 kohms so a software download was not attempted. The patient's intrinsic rate had been down in the 30's with no pacing seen, although the device responded to a magnet with capture at around 89 ppm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi mode with multiple flipped bits. The device exhibited characteristics indicative of end-of-life (eol) voltage level. After rep lacing the battery and downloading the product code, normal function ensued.